Event description:
It was reported that a vns patient began to experience syncopal episodes when the vns device output current was increased to 2 ma. Good faith attempts to obtain additional information have been unsuccessful to date.